Event description:
It was reported that an ilet device exhibited a very dim display upon wake and was unresponsive to touch, preventing unlocking; a guided restart via the app did not resolve the issue, and no screen cracks were observed. Symptoms included inability to interact with the device due to unresponsive touchscreen. Outcomes included replacement of the device and instruction on return and new device learning. Investigation included remote troubleshooting and request for device photos. Investigation of this case revealed a suspected display or touchscreen malfunction consistent with a hardware screen unresponsive event. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display/touch interface.